Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This device is available for ret this report is associated with MFR report number: 3005168196-2018-01793.

Event description:
During preparation for a medical procedure, the hospital staff found that two neuron max 6f 088 long sheaths (neuron maxs) tip were ripped off while removing from their packagings. The damage to the neuron maxs were found prior to use. Therefore, the neuron maxs were not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max had a damaged atraumatic tip. The packaging mandrel was unsecured from the packaging tape. The complaint did not involve device functionality; therefore, no functional analysis was performed. Conclusions: evaluation of the returned neuron maxs confirmed that the atraumatic tips were damaged for both devices. If the packaging mandrel becomes unsecured from the packaging tape during retraction of the catheter it may interact with the packaging tube. The distal tip of the neuron max may become pinned between the packaging mandrel and packaging tube. If the catheter is subsequently retracted while pinned, the tip may become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.